Event description:
Per information provided by attorney: on (B)(6) 2014 - patient was diagnosed with cystocele with uterine prolapse, rectocele, genuine stress incontinence thereby underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy and abdominal sacral colpopexy with the implant of bard flat mesh. Per operative notes, ¿the vaginal was elevated and three rows of two sutures each were placed. The mesh was trimmed and sutured together with apex vaginal. A hallman¿s culdoplasty was performed using sutures and the mesh was trimmed, placed, and sutured. The distal portion of the vagina had some significant prolapse noted, tvto procedure was done where the sheath of the mesh was grasped at the level of the thigh. As the cystoscopy was performed, the mesh was tightened just under the urethra, the sheath was then removed from both portions of the mesh. The mesh was trimmed and sutured.¿ on (B)(6) 2022 - patient was diagnosed with vaginal mesh erosion thereby underwent repair with partial mesh explant. Per operative notes, ¿the mesh was dissected off the edges and then trimmed. Then, the edges of the vaginal defect were closed with sutures.¿ on (B)(6) 2023 -patient was diagnosed with vaginal mesh erosion thereby underwent mesh erosion repair. Per operative notes, ¿the area of the erosion was pulled up very high on the right apex of the vagina. There was no real mesh identified to remove, no folds in the mesh were seen. These had been removed previously. Holding onto the edges of the mucosa, the defect was closed with sutures.¿ on (B)(6) 2023 - patient was diagnosed with appendiceal vaginal fistula, mesh erosion thereby underwent resection of appendiceal vaginal fistula with appendectomy and mesh removal. Per operative notes, ¿adhesiolysis was performed lysing the small bowel. There was a minute portion of the mesh adherent to the small bowel was excised. The distal portion of the appendix was incorporated in the mesh which had fistulized to the vagina. Appendectomy was performed. There were dense adhesions of the residual mesh to the vagina and right pelvic sidewall. The mesh was transected at tits attachment and a small portion of residual mesh with no clinical significance was left. A right ureteroneocystostomy performed and a pigtail stent was placed and sutured.¿

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 8 years 1 month post implant of bard flat mesh, patient was diagnosed with mesh erosion, fistula and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list s fistula, adhesions and erosion as possible complications. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.